Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a blank display and missing retainer ring. Unable to perform the sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the battery tube, pcba 1, pcba 2 and force sensor. Unable lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked end cap, cracked case, scratched case, missing o-ring (reservoir tube), broken reservoir tube lip, stained keypad overlay, detached retainer and pillowing keypad overlay. Blank display was confirmed during analysis due to moisture damage on the battery tube, pcba 1 and pcba 2. Cosmetic damage was confirmed on the pump. Missing retainer ring was confirmed. Reservoir unable to lock into place was confirmed due to a missing retainer ring. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump broken.the customer reported no adverse event. The event involved products mmt-1712kl. Troubleshooting was not performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1712kl was returned for analysis.